Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit, serial (B)(6) , was returned for preventative maintenance to the european distribution center, and discoloration of the patient cable was noted. The patient cable was replaced. The discoloration of the cable did not affect the functionality of the unit. All functional tests passed, and the unit operated as intended. A root cause for the reported event cannot conclusively be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Setup and use of the mobile power unit (mpu) with the heartmate ii lvas system are documented in the heartmate ii lvas patient handbook with mpu and heartmate ii lvas IFU with mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the investigation of mobile power unit (mpu) patient cable was found discolored.